Event description:
Primevigilance notified teoxane of an adverse event on 4 may 2023. A patient was injected on (B)(6) 2023 with an unknown quantity of teosyal rha 2 in the lips. The same day of injection, the patient showed signs of vascular occlusion on the lower lip. The injector treated the patient as followed: on (B)(6) 2023 : heat, nitroglycerin, massage, glucocorticoids (medrol dose pack) and 300 i.u. Of hyaluronidase (hylenex). On (B)(6) 2023: around 2 boxes of hyaluronidase which did not seem to improve capillary refill. On (B)(6) 2023, the patient went to another doctor who canulated the facial artery and injected 2 vials of hyaluronidase. On (B)(6) 2023, an ultrasound confirmed that the vessel was patent and that no clots were remaining and 2 additional vials of hyaluronidase (hylenex) were injected to prevent potential scaring of the tissue. On an unknown exact date, the patient started hyperbaric oxygen therapy, 1 hour a day for 5 days and was started on antibiotic ( z pack first but then switched to augmentin). The patient was also taking antifongic (diflucan), antiviral (valtrex). Approximately 1 week after injection, on (B)(6) 2023, the patient was stated to be 97% recovered with no sign of scarring, no purple, and very minimal pain. Despite reminders, no additional information could be retrieve. Thus, the complaint was closed as is.

Manufacturer narrative:
According to the information received, the patient presented with signs of vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Manufacturer narrative:
The symptoms are monitored and additional information will be added in the final report

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with an unknown quantity of teosyal rha 2 in the lips. The same day of injection, the patient showed signs of vascular occlusion on the lower lip. The injector treated the patient as followed: on (B)(6) 2023 : heat, nitroglycerin, massage, glucocorticoids (medrol dose pack) and 300 i.u. Of hyaluronidase (hylenex) on (B)(6) 2023: around 2 boxes of hyaluronidase which did not seem to improve capillary refill on (B)(6) 2023, the patient went to another doctor who canulated the facial artery and injected 2 vials of hyaluronidase. On (B)(6) 2023, an ultrasound confirmed that the vessel was patent and that no clots were remaining and 2 additional vials of hyaluronidase (hylenex) were inejcted to prevent potential scaring of the tissue. On an unknown exact date, the patient started hyperbaric oxygen therapy, 1 hour a day for 5 days and was started on antibiotic ( z pack first but then switched to augmentin). The patient was also taking antifongic (diflucan), antiviral (valtrex). Approximately 1 week after injection, on (B)(6) 2023, the patient was stated to be 97% recovered with no sign of scarring, no purple, and very minimal pain. Despite reminders, no information could be retreive regarding the complete resolution of symptoms. The situation is monitored.